Event description:
The hcp reported the device was removed due to infection. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.